Event description:
It was reported that the stair chair can not engage stairs due to a broken track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.